Manufacturer narrative:
This event has also reported in the importer mw 2951238 - 2022 ¿ 00427. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover was completed, the scope was removed, and placed on the cart. The staff noticed immediately that the distal cover was not on the scope. There were no procedural or anatomical challenges that could have caused or contributed to the distal cover coming off. The physician reinserted the scope and advanced it up to the third segment of the duodenum and all was examined in detail including the duodenum, stomach with retroflexed view, esophagus as well as the hypopharynx and no retained foreign body was seen. The patient was subsequently admitted to the hospital for observation and a fluoroscopy/CT scan chest abdomen pelvis was also obtained which was unremarkable, but due to the cap being plastic, it was unable to be visualized. Pt was discharged the next day. The patient's current condition is described as stable, discharged. There was no abnormality in the appearance of the scope/distal cover prior to the start of the procedure. There were no endotherapy device used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device was not returned to olympus for evaluation. This investigation is based on information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Replication testing was performed using a distal cover on hand and it was confirmed, if the cap is attached properly to the scope following the instructions for use, it is not likely to come off. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. The definitive cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.